Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high-level alarm on the upper part of the screen, when the circuit was detached. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a high-level alarm on the upper part of the screen when the circuit was detached. The customer reported that an auto reset alarm was displayed when the circuit was reattached, and the device was restored. The customer requested additional service from philips. A service engineer (se) reported that the device was evaluated, and the customer's issue was confirmed. The se then reported that the event that occurred is a specification of the v60 ventilator, and there was no abnormality with the device. No repair was reported by the se.